Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient therapy controller (ptc) screen would go black when the device was removed from its charger. Troubleshooting was performed, but was unsuccessful. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. Internal complaint number: (B)(4).

Manufacturer narrative:
Device evaluation: the device was subjected to visual inspection, as well as functional and electrical testing. The evaluation determined that a component would not turn back on after a full battery discharge. Based on the results of the investigation, the reported event was confirmed. Internal complaint number: (B)(4).

Manufacturer narrative:
The manufacture date was provided in this supplemental report. Internal complaint number: (B)(4).